Event description:
On (B)(6)2010, a pt sent an email indicating: "after 15 years of wearing the same contact lens with no problems, I switched to acuvue oasys contact lenses at the behest of my eye doctor. I developed a corneal ulcer and lost substantial vision in my right eye." Multiple attempts were made to contact the pt in order to obtain add'l info; the pt has not responded. No additional information is available at this time. The lot number of the product in question is unknown. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, it will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed.